Event description:
Trocar, reprocessed by ascent - a piece of the trocar broke off and the device would not function. Product removed from field. Case proceeded without further incident. No patient harm.

Event description:
Trocar, reprocessed by ascent - a piece of the trocar broke off and the device would not function. Product removed from field. Case proceeded without further incident. No patient harm.